Event description:
A surgeon reported that following implantation of an intraocular lens (iol), the pt sees streaks or beams of light. The association between this event and the iol is not known. Add'l info has been requested.